Event description:
Healthcare facility converted to sensicare powdered vinyl medical gloves in 2/1998 and has up to 50 personnel exhibiting a red rash and burning sensation following removal of the gloves and washing.